Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the right wireless tracker on the imaging system could not be recognized by the navigation system. After blocking the middle led on the right side of the tracker, the system functioned as designed. No additional information was provided. There was no patient present when this issue was identified.